Event description:
A malfunction alarm was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the caller with resetting it. After the pump was reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the malfunction code appears again. No additional information was received regarding the outcome of the event.